Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt had 2 leads (from the same lot) implanted as part of her trial scs system. It was reported the pt underwent a trial procedure on (B)(6) 2014. The pt reported effective stimulation intraoperative and initially during postoperative. However, diagnostic testing revealed invalid impedance readings. Troubleshooting was unable to resolve the issue. X-rays revealed lead migration. Subsequently, the trial leads were removed.